Manufacturer narrative:
No device analysis results are available because the device remains implanted. The root cause of the reported event remains unknown. A review of the DHR was performed. Per engineering review, there was no adverse impact to product or evidence of relation to the event reported. A lot review was performed via complaint handling system using a search. Conclusively, there are no additional complaints related to the associated batch, and the reported issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
It was reported that the patient was hospitalized for signs of dehydration on (B)(6) 2023. A right heart catheterization was performed (B)(6) 2023 to confirm the validity the cardiomems sensor data as the patient's clinical assessment was not concurrent with the pressure readings from the device. The sensor was recalibrated and the mean was increased by 13 mmhg. Readings were observed under the manufacturer's patient care network database.

Event description:
It was reported that the patient was hospitalized for signs of dehydration. A right heart catheterization was performed to confirm the validity the cardiomems sensor data as the patient's clinical assessment was not concurrent with the pressure readings from the device. The sensor was recalibrated and the mean was increased by 13 mmhg. Readings were observed under the manufacturer's patient care network database.